Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dr. (B)(6) did a hip wash out and decided to exchange out the new liner for a 15 lip liner.